Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Analysis of the returned device revealed that the outer body was discovered that the outer body was accordioned and wrinkled at 5.0cm distal to the strain relief. The outer body proximal shaft was also kinked at 31.0 to 33.0cm distal to the strain relief. The outer body distal shaft was also kinked. The inner body was in the outer body. The inner body bumper marker was protruding through the outer body distal end. There was blood in the outer body and inner body. The outer body was flushed with water. The stent was not in the outer body; the stent was returned in the plastic bag. The inner body was returned inside the outer body. The inner body was slightly bent on its proximal shaft. The inner body middle shaft was kinked along its shaft length. The inner body was pushed and pulled in the outer body. There was a large amount of friction when the inner body was being pushed in the outer body. No other anomalies were noted to the inner body. The stent was examined under magnification. No anomalies were observed with the stent. Review and analysis of the available information fails to indicate a definitive cause of the reported event.

Event description:
During the procedure, the physician experienced resistance while attempting to deploy the stent. As the physician was withdrawing the stent system, the stent deployed in the guide catheter. Another stent was used to successfully complete the procedure. There were no clinical consequences to the patient.

Event description:
During the procedure, the physician experienced resistance while attempting to deploy the stent. As the physician was withdrawing the stent system, the stent deployed in the guide catheter. Another stent was used to successfully complete the procedure. There were no clinical consequences to the patient.